Manufacturer narrative:
(B) (4). Analysis: no product was returned for analysis. However, based on an investigation into this event, the generator's wattage setting was not returned to the customer's original setting (25 watts) and the power cord was not plugged in. Additionally, normal procedural steps (general settings check, saline check, and gauze test) were not performed prior to this procedure. These steps are part of the set up procedure requirement and would have caught the wattage setting change. An in-service was scheduled to review the recommended set up and wattage settings with the customer. Conclusion: in conclusion, this event was caused by operational context. Medtronic will continue to monitor complaints for similar issues.

Event description:
Medtronic cardiovascular received information that shortly after service of this cardioblate generator, the physician attempted to use the unit. It was discovered that the unit was not plugged in. After plugging in the unit, the physician irrigated an xl pen and when attempting to ablate the posterior left atrial wall heard a very loud "pop", and a perforation of the posterior atrial wall was discovered. It was noted that the wattage of the generator was set at 50. The perforation was repaired. The remainder of the case was performed without further complication with a different generator. The medtronic service technician confirmed that during service of several products, he was asked to switch rooms. The service technician omitted to forgetting to change the settings back to the customer's settings, and not plugging in the generator after servicing was complete. It was later reported that the patient is doing well.